Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition. The pump was sent to the sterile processing department with an unsigned note stating, "malfunction." No tracking info was provided; therefore, specific patient info, pump programming or event details were not available. During testing at the user facility, the pump did not sound an alarm during an alarm condition. There were no reports of any adverse patient events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no add'l info was provided.